Manufacturer narrative:
The reported incident does not involve death or serious injury to patient, user or other person. The risk of potential death or serious injury is considered negligible. The spike of the infusion adapter is made of abs plastic (stated in instruction for use). Some drugs or drug solvents are known to compromise the integrity of abs plastic. Further investigations are on-going.

Event description:
Report of infusion adapter breaking /corroding when used in combination with 100 ml baxter IV bag of busulfex (busulfame) 47.7 mg, vial strength 6 mg/ml (biopharm). The infusion adapter broke inside the chemo transport bag.